Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having aching. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patients treatment was not provided. The patient was in the hospital for 6 days. The patients pod will not be returned as it has disposed of at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.